Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial defibrillation lead exhibited an out-of-range shock impedance measurement.